Event description:
"Patient (B)(6) was using loaner (B)(4) fell and cut leg open. Knee went free and came from underneath patient. Patient was walking on flat surface." "From dead stop went to take a step from a flat surface and knee buckled from underneath patient." Patient's lower sound leg required stitches to close laceration. Typical function of involved external prosthetic knee - when weight is loaded on heal, joint locks in extension. When weight is applied to toe, lock releases allowing knee to transfer to flexion. The patient feels that the knee joint released prematurely.

Manufacturer narrative:
The prosthetic knee joint involved is a loaner unit. When a patient sends their knee in to be serviced, ossur supplies a replacement unit. The replacement unit is returned to ossur when the patient receives their serviced knee. Evaluation summary: as received, the device was functionally tested. The unit performed within the specified limits of all characteristics. The device was then fitted to an ossur employee and worn for 24 hours. No malfunctions were detected. The knee joint performed without issue.